Manufacturer narrative:
The evaluation showed, that one bolt is loose (top right of posterior link). No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer a bolt at the top back of the knee that has worked it's way out. Now the knee has a dent and this prevents the knee from bending past 25 degrees. The patient did not fall.